Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the user got a false negative result. This is a report of a single occurrence. The following information was provided by the initial reporter: problem description: "I¿ve used at least 5 different brands of covid tests and bd veritor is the worst out of all of them. I have one more test left, because I accidentally threw away the wrong scan card when I had covid, and I would rather not even bother with their customer service to figure out how to override it. The whole test/app is very unforgiving and will not allow you to move forward or will call you test invalid if you are 5 seconds too late to it once it says it¿s time to take the picture. This test was also the most expensive of all the tests, consistently tested negative when I was covid positive." Troubleshooting steps: (B)(6) app. Resolution: (B)(6) app. Number of products affected (ex: 1 scan card; both reagents; etc.): 1 test kit. Where was the kit purchased/sold? (Employer, (B)(6) , etc.): unknown. If the defect is visible, are photos available? Na. If yes, please advise the customer to email the photo and case number to (B)(4). Is escalation required? (Team handed off to): no. Is follow up required? No. Was there any report of adverse medical impact? If so what? No. Customer information was not given in the apple app and follow up cannot be completed. No further information was provided. No patient impacts.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: na. PMA/510(k)# eua (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the user got a false negative result. This is a report of a single occurrence. The following information was provided by the initial reporter: ¿ problem description: "I¿ve used at least 5 different brands of covid tests and bd veritor is the worst out of all of them. I have one more test left, because I accidentally threw away the wrong scan card when I had covid, and I would rather not even bother with their customer service to figure out how to override it. The whole test/app is very unforgiving and will not allow you to move forward or will call you test invalid if you are 5 seconds too late to it once it says it¿s time to take the picture. This test was also the most expensive of all the tests, consistently tested negative when I was covid positive..." ¿ troubleshooting steps: apple app ¿ resolution: apple app ¿ number of products affected (ex: 1 scan card; both reagents; etc.): 1 test kit ¿ where was the kit purchased/sold? (Employer, walgreens, etc.): unknown ¿ if the defect is visible, are photos available? Na ¿ if yes, please advise the customer to email the photo and case number to bdveritorathomesupport@bd.com ¿ is escalation required? (Team handed off to): n ¿ is follow up required? N ¿ was there any report of adverse medical impact? If so what? N ***customer information was not given in the apple app and follow up cannot be completed. No further information was provided. No patient impacts.***

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a false negative result.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10